Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that part of the pump touch screen display was greyed out and customer was unable to navigate. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 200 mg/dl. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.